Manufacturer narrative:
Certas valve was returned for evaluation: DHR: 2 lot numbers provided: lot 5037959, conformed to the specifications when released to stock. Manufacturing date: 9th october 2020. Expiration date: 30th september 2025. UDI: (B)(4). Lot 4468161, conformed to the specifications when released to stock . Manufacturing date: 26th february 2020. Expiration date: 31st january 2025. UDI: (B)(4). Failure analysis - the valve was visually inspected; a needle hole in the needle chamber was noted. The valve was leak tested; only leaked from the needle hole in the needle chamber. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. Root cause - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm any problems with the valve at the time of investigation. A possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no under drainage was noted.

Event description:
A facility reported a certas valve was implanted on (B)(6), 2023. There was underdrainage despite max reduction of the valve pressure, and the patient was presenting hydrocephalus symptoms; therefore, the valve was removed and replaced on (B)(6), 2023. The patient recovered.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.